Event description:
Narrative from staff: patient presented today for labs/follow up/treatment. I was asked to come to see the port prior to the cma accessing. Port area red, in an oval shape with areas of sloughing skin. Patient reports it was not sore or tender to touch. Patient does believe it has gotten worse over the past several days but is not positive. The patient explained that his chemotherapy leaked on to his skin during his last infusion.